Event description:
It was reported that a thrombus and stroke occurred. On (B)(6) 2019, the patient underwent a successful watchman left atrial appendage (laa) closure procedure. Completed seal was noted at time of implant. No thrombus or change is seal of device noted on 45 day follow up. On (B)(6) 2019, patient presented to emergency department with dyspnea, lower leg edema, and right upper extremity weakness. Patient was also in atrial fibrillation with right ventricular regurgitation. Magnetic resonance imaging revealed multiple small acute bilateral occipital infarcts with left worse than right parietal cortical infarctions. A transesophageal echocardiogram was also performed to show a thrombus on the face of the device. No change in device seal. Patient was on warfarin with therapeutic international normalized ratio, and aspirin at time of event. Warfarin was changed to eliquis in response to event. Patient is stable and has been discharged to a rehabilitation facility.

Event description:
It was reported that a thrombus and stroke occurred. On (B)(6) 2019, the patient underwent a successful watchman left atrial appendage (laa) closure procedure. Completed seal was noted at time of implant. No thrombus or change is seal of device noted on 45 day follow up. On (B)(6) 2019, patient presented to emergency department with dyspnea, lower leg edema, and right upper extremity weakness. Patient was also in atrial fibrillation with right ventricular regurgitation. Magnetic resonance imaging revealed multiple small acute bilateral occipital infarcts with left worse than right parietal cortical infarctions. A transesophageal echocardiogram was also performed to show a thrombus on the face of the device. No change in device seal. Patient was on warfarin with therapeutic international normalized ratio, and aspirin at time of event. Warfarin was changed to eliquis in response to event. Patient is stable and has been discharged to a rehabilitation facility. It was further reported that the patient passed away while in the stroke rehabilitation facility. Despite bsc efforts, no further information is known at this time. This report will be updated should additional information become available.